Event description:
The customer reported that the locking buckle is difficult to use after the product is laundered. Customer reported that a nurse has gone on disability with carpal tunnel because of the difficulties of closing the belts for many years. More info about the laundering process has been requested but has not been received.

Manufacturer narrative:
(B)(4). The product has been requested to be returned but has not been received. (B)(4).